Event description:
The facility returned the device for service. During service the baxter repair technician reported fail code 570. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 26 2007. Evaluation summary: the reported condition of fail code 570 was confirmed. This failure was caused by depleted batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.